Event description:
The customer reported that although the mts 24 place centrifuge was not spinning and the rpm was at zero, the timer was still counting down. Incorrect centrifugation time during testing, if undetected, may lead erroneous test results.

Manufacturer narrative:
A possible root cause was determined. Ocd customer technical services performed troubleshooting with the customer via phone and determined that the centrifuge belt was worn. Replacement of the centrifuge belt has returned the unit to expected operation. This customer has not logged any complaints against this centrifuge since this incident. (B) (4).